Event description:
As reported: "phs study subject: (B)(6). Complication description: instability/dislocation patient has had continued instability of right rsa despite formalized pt. Patient revised on (B)(6) 2024."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.